Event description:
The customer reported that her olympus 4k camera head was presenting a dark flickering image during procedure preparation. According to the initial reporter, the procedure was completed using another camera head with no affects to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The unit was tested for 8 hours and the image remained normal. However, it was noted that the rear panel label had faded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.